Event description:
On 2/2/89 an aus device was implanted. On 5/7/91 the cuff was removed. On 8/20/91 the cuff was reimplanted. On 12/13/96 the entire device was removed from the pt and replaced because the cuff was unbuttoned.